Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01490. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 85 days. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with a superficial driveline infection. On (B)(6) 2018 it was reported that the patient was confirmed to have had a driveline drainage symptoms and was treated with antibiotics which resolved the driveline infection. Noted no factors contributed to the infection. Also noted no cultures were taken, patient had low wbc, no fever, an echo and CT scan were performed. The customer noted that patient status improved after changes in medication. No further adverse event occurred on patient to date, just currently following up for patient volume overload. No additional information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's infection developed into a chronic infection with staphylococcus. The patient was continued on antibiotics. No further information was provided.